Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged on apixaban 2.5 mg twice a day. During a routine 45 day follow up transesophageal echocardiography (tee), the patient was found to have a small non-mobile device related thrombus on the atrial face of the closure device. The patients' apixaban dosage was increased to 5 mg twice a day and follow-up imaging will be scheduled in 90 days.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was discharged on apixaban 2.5 mg twice a day. During a routine 45 day follow up transesophageal echocardiography (tee), the patient was found to have a small non-mobile device related thrombus on the atrial face of the closure device. The patients' apixaban dosage was increased to 5 mg twice a day and follow-up imaging will be scheduled in 90 days. It was further reported that the outcome of the event was resolved on (B)(6) 2025.